Event description:
The staple line fell apart and the surgeon had to hand sew the staple line. Per hospital, the manufacturer provided a return goods authorization number and packaging for product return analysis.